Event description:
The user facility reported that during per-use checkout the device alarmed "high peak" circuit occlusion".

Manufacturer narrative:
(B)(4). The carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device verified the reported event and determined that a malfunctioning gas delivery engine (gde) was the most likely cause. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.